Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient experienced cylinder aneurysm with an inflatable penile prosthesis (ipp). A total replacement surgery was performed. Upon explant, damage was observed on both cylinders. The left side had a break in the outer layer silicone causing the observed bulge; additionally, on the right cylinder, the outer silicone layer had torn and degloved completely. It was suspected that there was problem with the pump, as the fluid was not flowing correctly through it. There were no patient complications reported.

Event description:
It was reported that the patient experienced cylinder aneurysm with an inflatable penile prosthesis (ipp). A total replacement surgery was performed. Upon explant, damage was observed on both cylinders. The left side had a break in the outer layer silicone causing the observed bulge; additionally, on the right cylinder, the outer silicone layer had torn and degloved completely. It was suspected that there was problem with the pump, as the fluid was not flowing correctly through it. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder had holes and broken fabric threads in the proximal and middle of the cylinder body; however, these leaks were consistent with sharp instrument damage likely occurring upon explant. The second cylinder had a detached outer tube from the proximal end, as well as a bulge with broken fabric threads in the middle of the cylinder body. The pump was visually and microscopically inspected, noting the kink resistant tubing (krt) was worn down to the filament; however, no leaks were identified. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, the reported allegations of cylinder bulge and a hole were confirmed; however, the allegation of a pump mechanical issue was not confirmed.